Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the lab with no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that it was not possible to interrogate the device, and the electrocardiogram indicated a low rate and no pacing spikes. When the device had been interrogated four days prior, the battery longevity had been indicated as being 1.5 to 4 years remaining. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.